Manufacturer narrative:
The device was received by our product evaluation laboratory for a full examination. The male luer of coset flow-through housing had been completely broken. Broken male luer was not returned. Cross surface of broken luer was rough and uneven. No other visible damage was observed from returned unit. The report of co-set was cracked was confirmed. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when monitoring the patient as part of postoperative care, this co-set was cracked causing blood leakage spilled on to the bed. There is no further information available. As per product evaluation findings, the manifold of this co-set was completely broken. Patient demographics were not available.